Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2021-00072. Related manufacturer reference number: 1627487-2021-00074. It was reported the patient was not receiving effective stimulation due to high impedances on both leads. Patient¿s ipg was unable to enter MRI mode. In turn, surgical intervention was undertaken wherein the entire scs system was explanted. This addressed the issue.

Manufacturer narrative:
The allegation the patient was unable to place their ipg in MRI mode, due to high impedance was confirmed. The lead was returned with multiple broken wires in the lead body. Only 2 channels passed electrical tests. The broken wires would have caused the impedance issue observed, in the field and would prevent the ipg from being placed in MRI mode. As the impedance issues were observed prior to explant, the broken wires are consistent with the ipg being exposed, to an overstress condition while in vivo.